Event description:
Dialysis ctr reported that approx 20 min after initiating hemodialysis treatment using asahi medical am-r 90u dry hemodialyzer, the pt reported headache and severe lower back pain radiating into chest. Hemodialysis was discontinued. Pt was given oxygen and 50mg of benadryl. Symptoms subsided approx 7 min after discontinuation of dialysis. Dialysis was continued with another model hemodialyzer with no further incident.